Manufacturer narrative:
The tech replaced the foot end brake caster and brake steer caster to resolve the issue.

Event description:
The tech alleged the foot end brake boasters were not holding. No pt impact.